Manufacturer narrative:
The customer reported that their gas unit keeps alarming "water trap error". They swapped the water trap as well as the gas module, but the issue persisted. No harm or injury was reported. Attempt #1, (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2, (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3, (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their gas unit keeps alarming "water trap error".